Manufacturer narrative:
H10: the actual sample was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due to the broken tubing (detached) at the junction of the white flow restrictor. Further inspection revealed that the portion of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the leak was due to the broken tubing, however the cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
Initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location within the sterile bag. This was observed while inspecting the device during dispensing. The device was filled with desferrioxamine 2500mg in 46ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.